Event description:
Information was received indicating that the peep test sets at 30 on a smiths medical pneupac® parapac® ventilator. There were no reported adverse effects.

Manufacturer narrative:
Device evaluation: one pneupac ventilator was received for evaluation in good condition. The device history record was reviewed and noted no issues. An initial check on peep was performed in an attempt to replicate reported failure mode. The investigator noted that peep at the low setting passed. However, when checking the high setting, the peep read 28 cmh2o on, which was out of tolerance between 16.0 and 24.0 cmh2o. The investigation findings confirmed the reported complaint allegation. Additionally, the CPAP function was tested and was also found to be out of tolerance. After CPAP and peep adjustments, the device then passed all functional tests. Normal use was noted to be the problem source.